Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6), 2012 at 6:30pm. The patient stated that she takes a combination of medications: 5units of novolog taken before breakfast/lunch, sliding scale of novolog taken before dinner, and 1mg of glimepiride taken before bedtime, and took her usual, daily dose of medications in response to the reported issue. By 11:15pm on that same evening, the patient claimed to have developed symptoms of being "shaky and of having a misty forehead" and shortly after, self treated with food/drink in response to the symptoms. During the troubleshooting, the cca determined that the battery needed replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips were also returned on (B)(4), 2012 but found to have been the incorrect lot number as what was documented on the system. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k061118.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.